Manufacturer narrative:
It is unknown which device is involved in the event. Additional device implanted: tgu282810/(B)(4). Udis of the devices: (B)(4). Refer to medwatch # 2017233-2017-00420 for the report submitted regarding the endoleak and intervention identified in (B)(6) 2017. The medical records indicated below state the patient presented with a left groin wound complication. Refer to medwatch # 3007284313-2018-00052 for the report submitted regarding the left groin wound complication. (B)(4). Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: notes from a second interpretation of a CT of the chest dated (B)(6) 2017 state: ¿¿s/p tevar; now with possible aorto-esophageal fistula.¿ ¿pertinent prior intervention: tevar on (B)(6) 2017 for mycotic descending aortic aneurysm rupture, taken back on (B)(6) for repair of endoleak. Patient also had right thoracentesis from pleural effusion of unknown etiology during admission.¿ the (B)(6) 2017 CT second interpretation notes provide the following impression: ¿ status post tevar with dilation of the mid stent to 3.2 cm in diameter. Thickening of the distal esophagus with an extraluminal collection of air extending to the descending aortic stent with foci or air immediately adjacent to the stent, likely representing the site of fistula. 5.8 x 4.5 x 9.0 cm right empyema, with the inferior aspect contiguous with the area of suspected aorto-esophageal fistula. Mild chf. Small bilateral pleural effusions with adjacent atelectasis. Emphysema and large airways disease. Status post cholecystectomy. Dilated cbd to 10 with likely stone at the distal aspect¿ postsurgical changes in the left groin, consistent with history of wound infection, with several collections remaining, measuring up to 2.4 cm in diameter. Plaque versus thrombus in the left internal iliac artery. Emphysema and large airways disease. 1 cm focal aneurysm of the left common femoral artery.¿ operative records dated (B)(6) 2017 indicate the patient underwent a median sternotomy, midline laparotomy, and ascending aorta to infrarenal aorta bypass using 14 mm dacron graft extraanatomical bypass as stage 1 of the esophageal fistula correction. The (B)(6) 2017 records state: ¿the patient is a complex and critically ill woman transferred urgently from another hospital with tracheoesophageal fistula. This was demonstrated by air around the graft and a mucosal defect seen on esophagogastroscopy. The patient had the stent endograft done in (B)(6). She developed an infection of her groin incision that required wound vac and ultimately grew (B)(6).¿ the (B)(6) 2017 procedure notes state: ¿adhesions were taken down in the abdomen¿the infrarenal aorta was exposed. It was even worse than we anticipated in terms of its calcification. The iliacs were similarly bad and very small.¿ a physician note dated (B)(6) 2017 states: ¿the patient is a (B)(6) with a aaa which was repaired by tevar (B)(6) but the post-op course was complicated by a leak. The tevar was revised (B)(6) and cultures of the site obtained at the time of the procedure were negative; though the patient had been receiving antibiotics. The patient subsequently continued antibiotics but was re-hospitalized (B)(6) due to dehiscence of the left groin incision used for the tevar. An I&d was performed (B)(6) and noted a loculated fluid collection. Culture from the superficial aspect of the wound showed pseudomonas and c.albicans. The patient was continued on a variety of broad spectrum antibiotics covering these pathogens. On (B)(6), the patient developed back pain, nausea, vomiting and hematochezia. A cta revealed an apparent esophago-aortic fistula¿¿ imaging notes dated (B)(6) 2017 state: ¿limited study to assess aortic graft patency. * a prosthetic graft is visualized arising perpendicular to the ascending aorta and proceeding over the right ventricle. It appears intact and patent. No gross leak identified in limited imaging. Abdominal aortic graft also visualized and appears intact. * normal left ventricular size and systolic function. * no evidence of pericardial effusion. * compared with the prior study, dated (B)(6) 2017, there are changes noted. An ascending to infrarenal aorta graft has been placed.¿ ultrasound notes dated (B)(6) 2017 states: ¿the proximal abdominal aorta measures up to 2.8 cm¿the mid abdominal aorta measures up to 2.2 cm¿the distal abdominal aorta measures up to 1.8 cm¿¿ operative records dated (B)(6) 2017 indicate the patient underwent the second stage of the aortoesophageal fistula correction, explantation of the conformable gore® tag® thoracic endoprosthesis, and ligation of the descending thoracic aorta. The procedure notes state: ¿the dissection was carried down through the diaphragm down to the abdominal portion of the aorta. The edge of the endograft was identified and the aorta at that location was dissected almost circumferentially and the endograft could be assessed and areas for clamping on either side of the aorta were identified. Next, the patient already had an extra-anatomical bypass, so the proximal clamped aorta was clamped proximally between 2 large clamps.¿ the (B)(6) 2017 operative report continues: ¿using scissors, the end of the aorta was opened up. The endograft was identified and it was preserved. We encountered purulent material that was sent for culture right at the area of the perforation of the esophagus. Anteriorly, it seemed to be the graft at the aortic wall was completely disintegrated where the graft was. There appeared to be a very small hole or attenuation in the esophagus where the mucosa was kind of appreciated. There was no clear drainage from that area. Next, we attempted to remove the endograft and pulled it from the proximal aspect after getting control and that came out relatively easy. The clamp was reapplied distally and the aorta was dissected and we were able to have a reasonable stump distally to sew it closed.¿ the records confirm both conformable gore® tag® thoracic endoprostheses were explanted during the procedure. The (B)(6) 2017 operative report states that after pieces of healthy proximal aorta were used as pledgelets to obtain hemostasis, the esophagus was examined. The records state: ¿it appeared that area did not have a lot of necrosis of the esophagus or problem with the esophagus, so we just decided to leave a drain in that area and not to do additional debridement or repair, since there was no active bleeding.¿ the records indicate the patient was taken back to the intensive care unit intubated. Postoperative diagnoses are noted as: ¿infected thoracic endograft and aortoesophageal fistula.¿ interim history notes dated (B)(6) 2017 indicate that on (B)(6) 2017, the patient had complaints of left extremity weakness. An infectious disease inpatient progress note dated (B)(6) 2017 states: ¿(B)(6) op note: explantation of endograft, purulent material at area of perforation of the esophagus; small hole in esophagus adjacent to disintegrated graft, no clear drainage from that area; adjacent aorta excised and proximal/distal stumps sewn; pledgelets of healthy explanted tissue sewn over two spots of residual bleeding of distal aortic stump.¿ ¿aorta examined by w/ dr (B)(6); ¿not a lot of necrosis.¿¿ ¿operative [culture] speciating to (B)(6), unknown gprs, lactobacillus spp, candida glabrata¿¿ ¿l knee weakness¿ortho consulted, ? Sciatic nerve irritation.¿ fluoroscopy notes dated (B)(6) 2017 state: ¿no esophageal leak or fistula was identified.¿ a surgical pathology report dated (B)(6) 2017 regarding specimens collected during the (B)(6) 2017 procedure indicate the left 6th rib, explanted stent graft, and distal aorta were received for evaluation. The pathology report states: ¿clinical history and impression: infected thoracic endograft and aortoesophageal fistula.¿ ¿gross description: received fresh labeled with¿¿left sixth rib¿. Is a 26 x 1.5 x 0.5 cm piece of flat bone consistent with rib having a small amount of attached fibromembranous soft tissue. No sections are submitted, gross exam only.¿ the (B)(6) 2017 surgical pathology report further states regarding gross description: ¿ received fresh labeled with¿¿explanted stent graft¿ is a tubular piece of silver colored metal and synthetic mesh material 7.5 x 3.0 cm with a moderate amount of adherent fresh clot. A gross photograph is taken. The specimen is for gross examination only. Received fresh labeled¿¿distal aorta¿ is a 1.6 x 1.0 x 0.2 cm heavily calcified piece of vessel wall. Also present is a 2.5 x 1.2 x 1.0 cm piece of yellow red laminated clot.¿ a discharge summary dated (B)(6) 2017 provides the following hospital course summary: ¿(B)(6) female with history of mycotic aaa rupture that was treated with tevar on (B)(6) 2017 who was taken back on (B)(6) for repair of endoleak, hospital course complicated with left groin infection managed by washouts and wound-vac, now presenting with infected tevar graft and aortic-esophageal fistula in setting of abdominal pain and nausea.¿ the (B)(6) 2017 discharge summary states: ¿a multidisciplinary approach between vascular surgery, cardiothoracic surgery and thoracic surgery was implemented for a 2-stage operation. On (B)(6) 2017, she was taken to the or by cardiac and vascular surgery teams for an ascending aorta to infrarenal aorta bypass using 14 mm dacron graft and stage 1 of aortoesophageal fistula correction via a sternotomy and midline laparotomy. She returned to the or on (B)(6) 2017 in the same admission for ligation of descending thoracic aorta and explant of the infected tevar and stage two repair of aortoesophageal fistula via left thoracotomy. Her postoperative course was complicated by respiratory insufficiency, postoperative weakness.¿ the records indicate the patient was discharged home with no further adverse events reported. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is contraindicated in patients who have a condition that threatens to infect the graft. The IFU states that the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with mycotic aneurysms. The IFU states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), fistula (e.g., aortoeneteric, arteriovenous, aortoesophogeal, aortobronchial), infection (e.g., aneurysm, device or access sites), reoperation, and surgical conversion. The IFU also states that additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, renal); and patient¿s anatomical suitability for endovascular repair.

Event description:
It was reported to gore than on (b)(5) 2017, the patient underwent treatment of a ruptured thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu282810/15971246). According to the report, the patient was taken back to the operating room on (B)(6) 2017 whereby a second conformable gore® tag® thoracic endoprosthesis was implanted for treatment of a type iii endoleak (tgu282810/15432050). Refer to medwatch # 2017233-2017-00420 for the report submitted regarding the endoleak and intervention. It was reported that on (B)(6) 2017, a computed tomography scan of the chest showed evidence of a suspected aortoesophageal fistula. A two-stage operation was reportedly planned for treatment of the fistula. On (B)(6) 2017, the patient underwent the first stage of the fistula treatment whereby an ascending aorta to infrarenal aorta bypass, sternotomy, and midline laparotomy were performed. It was reported that on (B)(6) 2017, the second stage was performed with ligation of the descending thoracic aorta, left thoracotomy, and explant of both conformable gore® tag® devices. It was reported that during the procedure, purulent material was noted at the area of the perforation of the esophagus. The patient tolerated the procedure.

Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is contraindicated in patients who have a condition that threatens to infect the graft. The IFU states that the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with mycotic aneurysms. The IFU states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), fistula (e.g., aortoenteric, arteriovenous, aortoesophageal, aortobronchial), infection (e.g., aneurysm, device or access sites), reoperation, and surgical conversion. The IFU also states that additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, renal); and patient¿s anatomical suitability for endovascular repair.